Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-09-02 (B)(4) investigation summary: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. The investigation did not find a root cause for the false positive results that was observed by the user. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. Veritor readers were returned by the customer. No issues with the instruments were found during analysis of the returned instruments. Retain sampling analysis was conducted on the batch and did not replicate the issue observed by the customer. A bhr/DHR review was conducted for the batch. No root cause could be identified through the bhr/DHR review. The veritor system for rapid detection of sars-cov-2 assay (material #: 256082; 256089) is not a serviceable item. Therefore, service history review is not applicable. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA)1878253 is already initiated to investigate the root cause and some mitigation actions are already being addressed.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false positive result was obtained by the laboratory personnel. A repeat test was performed using a pcr test method and the result was negative. The customer stated testing was performed as part of training on asymptomatic employees. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false positive result was obtained by the laboratory personnel. A repeat test was performed using a pcr test method and the result was negative. The customer stated testing was performed as part of training on asymptomatic employees. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact eua#: (B)(4).